Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: site ID- (B)(6),(B)(4) .it was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was circa 10 mm and there was no calcification present extending beneath the aortic annular plane in the interventricular septum. The activated clotting levels were 354s and heparin was given. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The valve was fully re-sheathed once for implant depth being too high and re-sheathed a second time for being too low. The final implant depth at non-coronary cusp (ncc) was 5.4mm and at left coronary cusp (lcc) was 8.6mm. The patient experienced atrial fibrillation during the procedure, and the patient underwent cardioversion twice, without success. After the procedure. 300gm of amiodaron was given to the patient. The patient also experienced new left bundle branch block (lbbb). The patient got discharged on (B)(6) 2026 in a stable condition. It was then reported the patient passed away on (B)(6)

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The activated clotting levels were 354s and heparin was given. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The valve got fully re-sheathed two times due to the implant was too high and too low. The final implant depth at non-coronary cusp (ncc) was 5.4mm and at left coronary cusp (lcc) was 8.6mm. The patient had a atrial fibrillation during the procedure and the patient got cardioverted twice, without success. After the procedure. 300gm of amiodaron was given to the patient. The patient also had a new left bundle branch block (lbbb).